Event description:
Thread had to be removed from eye.

Manufacturer narrative:
It was reported that a patient had a trabeculectomy on (B)(6) 2023. A thread was removed from the eye on (B)(6) 2023. No additional details were provided. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.